Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the product produced shavings into the pt's cavity. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/13/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. During co's evaluation, it was revealed that the trocar's seal was fraying around the opening. Further tests in co's laboratory on the remaining four sealed samples, were unable to determine the cause of the difficulty experienced.